Event description:
Customer reported a bf probe purge error and troponin (ctnl2) quality control (qc) is out of range. This is a reportable event based on delay in reporting patient results for ctnl2 analyte.

Manufacturer narrative:
A customer reported an error 2017, bf probe purge and troponin (ctnl2) quality control (qc) was out of range. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for ctnl2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. A field service engineer (fse) was at the customer site to address the reported event. The fse conformed the reported error 2017 by reviewing the error log and was able to reproduce the error by running a daily check. The wash pump was very loud indicating that it was not operating correctly. The fse replaced the wash pump and was able to prime the substrate and run the daily operation without error. The fse was also able to confirm that ctnl2 qc was out of range by reviewing the results. The fse was able to reproduce this by running qc. The fse disinfected the system including the substrate line. The fse ran qc and it was in range. The most probable cause of the reported event was due to wash pump failure. The aia-360 training manual under troubleshooting states the following: [2017] problem: substrate purge failure. Cause: no substrate was dispensed at daily maintenance. Solution: check substrate level and replace as necessary, repeat daily maintenance. A 13-month complaint and service history review for serial number (B)(4) from the date of (B)(6) 2021 through aware date (B)(6) 2022 was performed for similar complaints. There were no similar complaints identified during the search period.